Event description:
It was reported, the patient presented at the dr. Office with hip pain. Lag screw appeared to never have been in femoral head. Patient was revised to a total hip the following day.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not returned.

Manufacturer narrative:
The review of manufacturing documents could not be carried out as no lot-no was given. As no item was returned no physical examination could be carried out. General aspects: the lag screw is designed to transfer the load of the femoral head into the nail shaft by bridging the fracture line to allow fast and secure fracture healing. This requires an anatomic reposition of the single bone fragments. In this case, referring to received operation report, the described procedure did not suspect an obvious deviation from the requirements in the op-technique. In this case, referring to received x-ray (although of poor quality) it could be doubted that a sufficient reposition / reduction had been carried out. The available view suspected that the femur neck had not been prepared (drilled) for the lag screw. Even if the reposition had gone lost there was no evidence visible on the x-ray that the femur neck had been prepared (drilled) for lag screw insertion. The implants had been inserted without adequate carrying capacity. The received x-ray was absolutely contrary to the content of the operation report. The x-ray did not show any deficiency of the device(s). According to the available x-ray the interaction between nail and lag screw was given. Thus, the function of the product(s) was concluded being given. With available information no further technical statement was possible. A medical review was not reasonable because no pre- and (immediate) post-operative x-rays were available. The labelling requires final x-ray control prior to finalization of the surgery. With available information the event was suggested being user related. The event was not caused by a deficiency of the device(s). Device not returned.

Event description:
It was reported, the patient presented at the dr. Office with hip pain. Lag screw appeared to never have been in femoral head. Patient was revised to a total hip the following day.